Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient called about their patltr. The patient didn¿t know the cause, it was working fine. They were using too much of a charge, too invasive, went to get the battery replaced and said it should be lasting 3-5 instead of every 2 years. They didn¿t know where the old one was and thought maybe the rep had it. The hcp also responded saying that they didn¿t think the device hit eri earlier than expected due to high dbs settings. They changed to an rc on (B)(6) 2018. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had an eri indicator, and they were also alleging dissatisfaction with the longevity of the battery life. The patient was asking if there was a battery that would last longer because the patient had it implanted in (B)(6) 2017, and now it was at eri. It was reviewed that the patient could talk to their doctor about a deciding between and rechargeable or non-rechargeable device. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that they believe the cause for the early depletion was the high settings. It was also stated that the patient contacted to doctor¿s office and they contacted the surgical group. The surgery was scheduled for (B)(6) 2018 to replaced the ins. The issue was resolved by replacing it with a rechargeable battery. After the replacement the patient stated that their programmer beeps about 7 times a day. It was reviewed that this was the alarm to remind to check for ins status, and can be changed when discussing it with their hcp. There were no further complications reported.